Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy procedure, the image became noisy to the extent the users could no longer visualize the image. The intended procedure was completed about 3 hours late with the same device. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was able to duplicate the image difficulty, as the image was said to be noisy to the extent the users could no longer visualize the image. The device passed leak test. The image difficulty was likely attributed to a damaged charged coupled device (ccd) unit due to extensive usage. Review of the instrument history showed that the ccd unit had not been refurbished since its initial shipment date (B)(6) 2008. This report is being submitted as a medical device report in an abundance of caution.